Event description:
During an in clinic follow up, it was noted there were episodes of ventricular tachycardia (vt). The device delivered a shock, however, it failed to terminate the arrhythmia. The arrhythmia terminated on its own. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During an in clinic follow up, it was noted there were episodes of ventricular tachycardia (vt). The device delivered a shock, however, it failed to terminate the arrhythmia. The arrhythmia terminated on its own. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.